Event description:
It was reported that the drill bit snapped. There was no consequences or impact to the patient. Another drill bit was used to complete surgery. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- drill. Visual examination of the provided pictures identified the drill bit had snapped in half and both pieces are shown in the picture. The drill is covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends